Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Pump passed the displacement test and basic occlusion test. Unable to perform excessive no delivery test due to motor error alarm. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 160 mg/dl. The troubleshooting was performed. Customer was able to complete pump rewind. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer to refer to back up plan. The insulin pump will be returned for analysis.